Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). The analysis of the read-out from the claimed device showed problems with the bus communication. The returned control panel of the cp5 was investigated. The visual inspection neither on the housing, nor on internal components revealed no damages. The returned device was the extensively tested under different settings, condition, or in stress conditions, but the reported failure could not be confirmed or reproduced. Through follow-up communication livanova (B)(4) was informed that the reported issue had no impact or consequences to the patient. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A serial readout was performed and the data was returned to livanova (B)(4) for evaluation. The panel of the centrifugal pump 5 (cp5) has been requested for return to livanova for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of a centrifugal pump 5 (cp5) went black during a procedure. The system was restarted to resolve the issue. The patient status is unknown. However, no patient injury has been reported.